Event description:
The doctor was preparing to perform an ilc. It was reported the laser wouldn't power on. The doctor made sure the laser stop button was pulled out and the key was turned on and the unit still wouldn't power up. The doctor decided to abort the case and reschedule the case at a later time.